Manufacturer narrative:
D9: date returned to mfg.: 4/22/2024. D4: UDI updated. H3 and h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a scratched lcd lens, damaged battery compartment and worn labels. During the functional testing, both the upstream and downstream occlusion sensors failed the calibration test, confirming the customer reported issue. The most probable cause is inoperable sensors. The dso sensor assembly and uso sensor assembly were replaced as well as the optic switch, lcd lens, battery compartment, keypad, overlay and rear label. The device was last repaired on 08mar2023 for battery compartment damage. This is not related to the current reported problem.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that during testing the pump had a downstream occlusion calibration failure. There was no patient involvement.

Manufacturer narrative:
G3 - date received by mfg; corrected.